Event description:
It was reported that the subject programmer did not interrogate due to the following error message "cannot access manger core".

Event description:
It was reported that the subject programmer did not interrogate due to the following error message "cannot access manger core".

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the subject programmer did not interrogate due to the following error message "cannot access manger core".

Manufacturer narrative:
Preliminary analysis confirmed the reported issue which is most probably related to an etx board issue.